Event description:
It was reported that the device was observed to be in backup vvi mode during stock rotation. Device was not implanted.

Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory. Upon receipt, the device was in backup vvi mode. Analysis of the device image noted that the device entered backup vvi due to the detection of an uncorrectable parity error. The device was tested on the bench and using automated test equipment and no anomaly was found. The cause of the parity error could not be conclusively determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.